Manufacturer narrative:
No button error alarm noted during testing. The insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 9 mmol/l. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.